Event description:
(B)(4). Recurring uti/bv problems since device implanted (B)(6) 2012 by my insurance. In the past year I've suffered from stroke like symptoms: slurred speech, loss of feeling in my face and limbs, as well as temporary immobility. Constant migraines increasing in severity over the past year.

Event description:
(B)(4). Unfortunately, I did not submit all of my side effects of essure due to an editing error on my part. Please accept my follow up remarks. Since I had my procedure, I have gained approximately 50 pounds. I have a very physically demanding job, a job I can barely do at times because of extreme exhaustion; something I have never suffered from. Previously I ran 6+ miles a day, today I do good to walk 6 miles a week. I will say, my severe problems did not start until almost 3 years after my procedure. The migraines, ovarian cysts, vertigo, uncontrolled blood sugar, stomach issues and worst of all the stroke like slurred speech; did not start until (B)(6) 2014 for me personally. My health "crisis" in the year has taken a toll on my family and career. I am lucky, I have understanding people in my life who have been there for me. When I learned about the problems with essure just weeks ago, it was my support team that did the research and connected the dots. In fact: when I was implanted I never received a 'card' warning about MRI/CT imaging, I've had no less than 5 in the past year. When I called my ob/gyn letting her know I had the essure, she also knew my history, she immediately had me in and scheduled another ultrasound. I was never asked/told that this device was made of nickel, or asked if I was allergic to nickel. I am allergic to the nickel in jewelry, say what you will, but on the periodic table of elements there's only one nickel listed. After having the essure, I have had more dental procedures than I care to explain and need to have much more done. I am constantly having abscessed teeth and have even had teeth break. Prior to the essure, I did use ambien to sleep when needed. Now I have insomnia that rules my night along side restless leg syndrome. Both of which I did not have previously. Finally, this device has caused me to have increased menstrual cycles, increased pms, and what I can relate to a feeling of a cell phone ringing in your pocket. At times it feels as if my cell phone is ringing in my pocket, I check it, but it is not there. Also, it has happened in places like my shoulder or neck.